Manufacturer narrative:
UDI(di): (B)(4). Final analysis found that the insulation was twisted at 6.5cm to 8.6cm from the connector pin. It was externally abraded at 6.6cm to 6.7cm from the connector pin due to exposure to constant friction against another implantable device. The lead also had breach abrasion at 9.9cm to 10.1cm from the connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise was observed on the right ventricular lead. All other electrical values were normal. No patient symptoms were reported. The lead was successfully explanted and replaced.